Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that speed issues occurred. A rotablator rotational atherectomy system was tested for use. During inspection of the device, a non bsc optic pulse generator was used instead of a burr. Rotation speed was set at 9,800 to 10,200 rpm; however, it was observed that the rotation speed was not stable. There was no patient involved during the event.